Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure coil discovered / coil was embedded in my uterine wall") and device expulsion (", migration of essure coil discovered / coil was embedded in my uterine wall") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d and c, aneurysm repair and miscarriage. Concomitant products included acetylsalicylic acid (aspirin) and amlodipine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe pressure during menstrual cycles"). In (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe and persistent pelvic pain increased during menstruation immediately after implant") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the embedded device, device expulsion and abdominal pain outcome was unknown and the pelvic pain and dysmenorrhoea was resolving. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, embedded device and pelvic pain to be related to essure. Diagnostic results: jan-2013 : hysterosalpingogram : quality-safety evaluation of ptc:unable to confirm complaint further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes:on 4-sep-2018: previously reported event "severe and permanent injuries" replaced by event "severe and persistent pelvic pain increased during menstruation immediately after implant", events- "severe pressure during menstrual cycles, abdominal pain, migration of essure coil discovered / coil was embedded in my uterine wall", historical condition, concomitant drug added from pfs.incidentno lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.